Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (service code 107, multiple abnormal shutdowns) has been confirmed. Upon investigation, contamination was found on u201 and lcd200 on ca board and c19 on the defib board, causing the intermittent issue. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiecing service code 107 (multiple abnormal shutdowns).